Event description:
It was reported that a patient experienced peritonitis manifested by cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was described as the patient was performing pd therapy in unclean conditions; however, as this was not further specified and not confirmed, the cause is unknown. The patient was hospitalized for the peritonitis and another indication on the same day. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (dose, frequency and route not reported). The patient was scheduled to be discharged from the hospital on an unspecified date in the week following admittance. On an unspecified future date, the patient was scheduled to be re-trained in proper aseptic technique. Three days after being admitted to the hospital, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal and extraneal therapies were ongoing. Additional information was requested, but is not available at this time

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.